Event description:
Per the edwards lifesciences clinical specialist report, in a transapical tavr procedure the 26mm sapien valve moved aortic during rapid pacing, and was deployed in a too aortic position (80:20). The transesophageal echocardiogram (tee) showed mild to moderate paravalvular leak (pvl) and moderate to severe by angiogram. The patient remained stable. A 2nd 26mm sapien valve was prepped and deployed slightly lower. Post deployment, there was trace aortic insufficiency (ai). It was reported that the ascendra balloon/valve moved aortic during inflation, which may be related to a possible loss of pacing capture. The patient was stable after the procedure. From tee the aortic valve diameter measured 22mm with noted valve and leaflet severe calcification. The imaging intensifier angle and the delivery system/valve coaxial alignment were reported to be good. During valve deployment the patient's ventilation was held.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In this case, the root cause for the sapien valve movement aortic during deployment with resulting 80:20 position and moderate-severe pvl cannot be confirmed; however, it was reported that the balloon movement was thought to be related to a possible loss of pacing capture. It appears that the reported event was related to a combination of patient factors (i.e. Severely calcified aortic valve/leaflet) and procedural factors (i.e. Possible loss of pacing capture). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.